Event description:
It was reported the patient had a return of symptoms. It was noted the patient had increased baseline pain, nausea, and not eating. It was noted the patient was in a nursing home. It was noted that an elective replacement indicator was missed that occurred on (B)(6) 2014. The reporter stated the "lady that came out to fill the patient's pump, it stopped and the reading comes out stopped." The reporter further stated it had been about three weeks. It was noted the patient continued to get worse and had nausea, lots of pain, and they were not eating. It was further noted the reporter thought the patient may be going through withdrawal. The reporter stated the reading came out twice, no start and the patient had not been anywhere near an x-ray machine or nothing. It was noted the patient's daughter took the patient to the pain clinic and the pump did not register right and they could not seem to find it. It was further noted that on (B)(6) 2014 the "agency nurse" came to fill the pump and they came back today and refilled the pump. The reporter stated that telemetry showed the pump had stopped and there was a motor stall. The reporter further stated they were not aware that the hcp's office made any changes to the pump three weeks ago. It was noted the patient was "so sick." It was further noted the patient was brought to another hcp to see if it was the patient's kidney because they were hurting so back. It was noted the patient had no kidney infection. The reporter stated the eri occurred on (B)(6) 2014 and they were assuming it did not function after that. It was noted the patient also had an implantable neurostimulator. Additional information received reported the patient's daughter thinks the patient's pump stopped working. It was noted the patient went to a pain center three weeks ago. It was further noted the patient's pump was implanted in (B)(6) 2010. The reporter stated it was hard for the patient to get to nashville for their refills every month. The reporter further stated they were with the patient at a nursing home. It was noted the reporter had contacted the patient's hcp. The reporter stated they were aware of the eri three weeks ago. The reporter further stated they had been thinking that the patient was really getting sick and the pump must have stopped between three weeks ago and now. It was noted the patient had been really sick, nauseated, not eating, sick to their stomach, terribly bad pain, and they were not resting at night. It was further noted that three weeks ago the patient's demerol was increased to 50 mg twice a day and that was not helping the patient. The reporter stated the symptoms had been going on for three weeks and that was when they noticed it was getting progressively worse. The reporter further stated they took the patient to a kidney hcp and the patient's kidneys were fine. It was noted the reporter stated they were trying to narrow down what might be going on with the patient and they thought it was the pump. The pump contained bupivacaine and dilaudid (hydromorphone). Additional information received reported the patient was going through withdrawals. The reporter stated they came out on friday to do a refill and they said the pump stopped. The reporter further stated they had three different printouts. It was noted the record stated that eri was scheduled for (B)(6) 2014 and the pump had quit. It was further noted the reporter stated scheduled for replacement by (B)(6) 2014. The reporter stated the pump was not working and the patient was not getting any medication. The reporter further stated they wanted to know if this was right as far as the date and why there was two eri dates. It was noted the pump was refilled on (B)(6). The reporter stated the pump stopped working about three weeks ago and quit from the time it was filled to today. The reporter further stated they took the patient to their hcp and the first time they could not get a reading on the pump. It was noted the hcp stated the pump was not working and the pump stopped. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was replaced.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the clinic stated that ¿her battery died. Her pump printout said eri (B)(6) 2014 and she was going through withdrawals¿. The patient status was reported as ¿alive-no injury¿. On (B)(6) 2014 the pump logs noted ¿motor stall occurred¿; ¿stopped pump period may exceed tube set¿; ¿eri occurred (B)(6) 2014¿; and ¿schedule to replace the pump by (B)(6) 2014¿. It was later reported that following the replacement they were on track getting the patient¿s dose regulated with the home infusion nurses and doctors.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n257980, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j11005r51, implanted: (B)(6) 2002. Product type: catheter. (B)(4).